Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre 2 on the eighth day of wear. The customer was unable to obtain readings and experienced a loss of consciousness. The customer was able to regain consciousness and apply a new sensor. No further information was provided. There was no report of third-party medical intervention. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a "replace sensor" message from the adc freestyle libre 2 on the eighth day of wear. The customer was unable to obtain readings and experienced a loss of consciousness. The customer was able to regain consciousness and apply a new sensor. No further information was provided. There was no report of third-party medical intervention. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was reprogrammed and a sim vivo test (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.